Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received multiple inappropriate shocks due to over-sensed noisy signals. Additionally, loss of capture and increased capture threshold measurements were observed from this right ventricular (rv) lead. It was hypothesized that the rv lead conductor had fractured and insulation damage had occurred resulting in the clinical observations. The physician elected to surgically cap and abandon the rv lead, as well as explant the device. A new rv lead and device were subsequently implanted to resolve the event. The patient was stable with no additional adverse effects. The device is expected to be returned for analysis and the rv lead remains implanted but capped and out-of-service.

Event description:
It was reported that this patient received multiple inappropriate shocks due to over-sensed noisy signals. Additionally, loss of capture and increased capture threshold measurements were observed from this right ventricular (rv) lead. It was hypothesized that the rv lead conductor had fractured and insulation damage had occurred resulting in the clinical observations. The physician elected to surgically cap and abandon the rv lead, as well as explant the device. A new rv lead and device were subsequently implanted to resolve the event/ the patient was stable with no additional adverse effects. The device is expected to be returned for analysis and the rv lead remains implanted, but capped and out-of-service.

Event description:
It was reported that this patient received multiple inappropriate shocks due to over-sensed noisy signals. Additionally, loss of capture and increased capture threshold measurements were observed from this right ventricular (rv) lead. It was hypothesized that the rv lead conductor had fractured and insulation damage had occurred resulting in the clinical observations. The physician elected to surgically cap and abandon the rv lead, as well as explant the device. A new rv lead and device were subsequently implanted to resolve the event. The patient was stable with no additional adverse effects. The rv lead remains implanted, but capped and out-of-service. This device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.